Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
It was reported that the patient developed a hematoma over the device. The pocket was affected by the infection due to the amount of puss that was removed from the pocket. The entire system was explanted. The patient was in stable condition post-procedure.